Event description:
It was reported that a vns patient experienced irritation and redness over the site of what appeared to be one of the tie-downs. The patient was implanted in (B) (6) 2009 and the actual wound sites look normal in both the neck and chest with no signs of infection. Furthermore, additional information revealed the patient continually rubs the reported area. Additional information was received from a company representative in the form of photographs which revealed the patient's lead to be protruding out in the neck region. At the moment it is unknown if any interventions are to be taken as the patient is to see her primary care physician. Good faith attempts to obtain additional information have been unsuccessful to date.